Event description:
It was reported that the brake defeat was defective. A 1.25mm rotalink plus was selected for use. During the procedure, it was noted that there was a problem with the button releasing. No patient complications were reported.

Event description:
It was reported that the brake defeat was defective. A 1.25mm rotalink plus was selected for use. During the procedure, it was noted that there was a problem with the button releasing. No patient complications were reported. The device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The burr catheter and advancer were received separated. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. The coil is stretched, kinked and separated at the handshake connection. The burr handshake connection is attached to the advancer handshake. The advancer handshake connection is bent. The brake button presses and releases with no issues. Inspection of the remainder of the device presented no other damage or irregularities.